Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the rv lead exhibited high pacing threshold. Lead was explanted and replaced during generator replacement procedure due to normal eri. The patient was stable and tolerated the procedure well.